Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV, "I had so much pinching and pain with my implants that it hurt to stretch my arms above and behind my head and it affected all bilateral workout¿ and ¿over the years, the implants became hard and uneven looking¿. Additionally, a healthcare professional reported a patient experienced the events of ¿over time the wright of the implants combined with the weight of the breast tissue have created breast ptosis and inferior displacement on [patient¿s] inframammary fold¿. Device has been explanted.